Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "using a 20 gauge probe, but the system displayed 23 gauge was selected" (device operated differently than expected). The surgical tech reported a soft eye occurred during the case. The surgical tech noted they were using a 20 gauge probe, but the system displayed 23 gauge was selected. The system was rebooted and the system displayed the correct gauge. No pt injury was reported.

Manufacturer narrative:
The surgical tech called the company technical support specialist (tss) to assist with troubleshooting. The tss recommended rebooting the system. The system was rebooted and the surgery was completed. The tss advised the customer to save the vitrectomy probe for in-house eval. The facility will be sending in the probe for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).